Event description:
A gore acuseal vascular graft was implanted on (B)(6) 2013. The patient was reported to have small arteries. The patient developed arterial steal which required a banding procedure which lead to graft thrombosis.

Manufacturer narrative:
Method - a lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed.